Event description:
It was reported that the ventricular lead impedance as measured by the device was more than 9,999 ohms. It was thought that this may have been caused by a loose connection between the lead and device. The connection was checked and was not loose. The lead was tested with the analyzer and measured normal values. The physician decided to replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.